Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon used four 60mm blue endogia reloads and two endo gia handles. The first firing of the stapler was fine. At the conclusion of the second firing, the stapler sounded jammed and made a loud noise. Staples did not form the "b" shape at the distal end of the firing. The surgeon and operating room staff decided to open up a new endo gia handle and complete the other two firings with no issue. The procedure was converted to open in order to close the defect by over sewing. An ileostomy was performed. Operating room time was extended by 90 minutes.